Manufacturer narrative:
Additional information: e1(event site postal code - (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has gas inflow error occurred. This occurred during clinical use, but there was no impact on the patient. A getinge field service engineer (fse) stated that the customer performed a safety disc leak test and found no abnormalities. They said they will wait and see. No work was required at getinge. There was patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) units gas inflow error occurred. There was no patient impact.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).